Event description:
(B)(6) of the hospital, reported to our sales rep (B)(4), that a patient came in with pain. He took some x-rays and observed, that the lowest screw of the cervical reflex hybrid surgery was dislocated. As reported, they didn't want to perform a revision surgery but because of the complaining patient they decided to perform a revision surgery immediately. Only the last screw was removed and replaced.

Manufacturer narrative:
Method: complaint history analysis, risk assessment, x-ray analysis and visual inspection. Results: this is the 15th complaint for screw back out post-op on the reflex-hybrid product range. Previous investigations have concluded that user-error lead to the failures. The screw was visually inspected and abrasions were noted on the threads and around the head of the screw. X-rays were also returned which showed numerous screws were over-angulated, even into the disc space. The x-rays also indicate that the screw-hole were prepared freehand, which is discouraged in the surgical technique. In this case the patient reported pain, which lead to an x-ray which showed the screw back-out which necessitated the revision surgery. Conclusion: from the x-rays it appears that the screw-holes were completed free-hand, which is discouraged. Also, excessive angulation of the screws is also apparent, which would lead to the screw head not being fully seated under the locking ring. Hence the cause of this event is due to user-error.